Event description:
The pt reportedly developed irritation and crusting at the implant site. The pt was prescribed irvxol gel. On (B)(6) 2006 the pt's wound was drained. On (B)(6) 2007 the pt underwent device repositioning surgery due to referred pain. The pt continued to experience pain. The pt's device was explanted. The pt's reportedly doing well after explanation.